Event description:
Mandatory user facility medwatch report received. It states "vascular closure device failed. Deployed per physician with sheath removal from the left femoral artery which resulted in vascular damage. Surgical repair and blood transfusion required". Multiple queries have been made to obtain additional information, but not information has been made available.

Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak). It was reported that "the knot and part of the artery came out when the physician pushed the knot down the arteriotomy". The patient required surgery to repair artery. Multiple queries have been made to obtain additional information, but no information has been made available.